Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) pacing lead, exhibited high ra pacing impedance measurements. The patient was seen in clinic. High measurements could not be reproduced and a chest x-ray did not reveal any anomalies. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be followed via latitude. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.